Manufacturer narrative:
No button error alarm noted during testing. However, the esc button did not respond due to corroded keypad trace. The insulin pump had minor scratched display window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported that the customer had a button error on the insulin pump. Customer stated that the alarm could not be cleared. Insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.